Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "powered off without user input" was not reproduced. A review of the event history log revealed 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during programming/setup in the pediatrics department. There was no patient involvement. No additional information is available.